Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1945 showed one other similar product complaint(s) from this lot number.

Event description:
It as reported in the process of using indwelling intravenous fluid for the patient, the connection of the catheter ruptured and leakage occurred. It had to be removed and punctured again.